Manufacturer narrative:
The event date is an estimated date. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4).; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) did not help them right away because they started going to the beach once they felt better and the ins started working. When they were at the beach, they could feel the "metal" in their head heat up due to the lead being "pretty superficial." The patient alleged that the interaction between the sun and their ins (including the lead that goes down their neck) caused there to be "splotchy areas" on their neck and chest, which they did not have before the ins was implanted. The patient said the splotchy areas look like "age spots." The patient asked if they could use a chemical peel on the splotchy areas, which was reviewed.